Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It is alleged by the pt that, "he required tibial revison due to loosening months after his primary surgery." The pt further alleges that "his knee implant became loose a second time."